Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: 25g x 1inch bd safety glide needle when used the nurse tried to draw out the vaccine from the vial but wasn't able to draw out vaccine. When attached to syringe can feel a suction pressure.

Manufacturer narrative:
H6: investigation summary: it was reported a vaccine could not be drawn from a vile. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The photo provided shows the sample received. A device history record review was completed for provided material number 305916, lot number 1116361. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1116361 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: 25g x 1inch bd safety glide needle when used the nurse tried to draw out the vaccine from the vial but wasn't able to draw out vaccine. When attached to syringe can feel a suction pressure.